Event description:
This ra lead was implanted on (B)(6) 2010 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that atrial lead has multiple abrupt impedance changes over the last year with jumps from the 400 ohm range to the 1400 ohm range. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).